Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was overfilling their cartridge. Tandem technical support educated the customer that this is off label. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 100-300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Over filled per tandem's user guide: the single-use disposable cartridge can hold up to (B)(4) units (3.0 ml) of insulin.